Event description:
It was reported that the patient was still having back pain issues even though they were using the implantable neurostimulator (ins). It was noted that the patient last had the device checked ¿a while ago¿ and notes indicated that the patient had ¿pain at rest.¿ it was reported that ¿nothing helped¿ to decrease the patient¿s pain. It was noted that ever since implant the patient continued to have pain. Additional information received reported that the patient¿s lead had broken and was explanted. The patient was not hospitalized and suffered no injury. Additional information received reported that the patient¿s lead revision occurred on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).